Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of the ultra fast-fix device, loosened. The procedure was resumed, after a non-significant surgical delay, with a smith and nephew back-up device no further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H11: corrected data h6 (health effect - impact code).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. The image also reveals the distal tip of the needle without anchors or suture attached. No physical damage visible to the imaged device. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. No physical damage visible to the device. A functional evaluation revealed the actuator functions as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.